Event description:
In 2007, needle tip noted to be missing afgter suturing pt. Unable to find tip. No packaging. Dates of use: approx two months in 2007. Diagnosis or reason for use: surgical suture material. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.